Event description:
Patient had CABG on (B)(6) 2016 with sorin 3t heater cooler device in use. Returned to physician with non-healing sternal wound. Patient taken back to surgery on (B)(6) 2017 for hypertrophic scarring of median sternotomy incision. Afb stain positive on (B)(6) 2017. Pcr positive for nontuberculous mycobacteria. Specimen referred to (B)(6) for identification and suspectability testing.